Manufacturer narrative:
Product analysis: the device was not returned for analysis. Conclusion: based on the information provided, use error contributed to the reported event. It was reported that if the medtronic representative had explained to the perfusionist that the pump would stop when the cable was disconnected, this event may not have occurred. (B)(6). (B)(4).

Event description:
Medtronic received information that user interface (ui) of this bioconsole became unresponsive to touch during use. The patient had been under ECMO (extracorporeal membrane oxygenation) and on day 58, the centrifugal pump motor was replaced from another manufacturer's to this bioconsole. It was noted that the oxygenator and circuit were from another manufacturer. After the pump motor was replaced, the ui became unresponsive to touch (the screen was unresponsive, but rpm's and flow volume was displayed normally). After several hours, the situation was not resolved, so the perfusionist disconnected the cable which connected the ui and the bioconsole. The pump stopped and the patient went into cardiac arrest for approximately 45 seconds. The device was rebooted and the pump restarted. The following morning the patient's condition was in remission. The base unit was replaced. It was reported that the perfusionist did not realize that the pump would stop when the cable was disconnected. The medtronic representative was unaware that the base un it also controlled the rpm and flow volume.

Manufacturer narrative:
Additional information: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6).

Manufacturer narrative:
Analysis: the unit was not returned to medtronic for evaluation. However, service of the unit was performed by medtronic (B)(4) service and repair. Performance testing did not confirm the reported clinical observation that the unit display was unresponsive. However, upon review of the event log, it was detected that there had been several communication errors between the user interface (ui) and the base unit (bu). Further evaluation revealed a defect in the bitsy x substrate of the ui. The bio console was cleaned and disinfected. The bitsy x substrate was replaced. The battery was tested and found to be in good condition. Final performance evaluation was completed with no anomalies noted. Conclusion: based on the description of the reported event, review of the device design, and review of the event log, it appears that a ui malfunction did occur. Analysis determined that the bitsy x board (touch screen) failed, causing the reported ui freeze. It was determined that the bio console was handling the touch screen freeze as intended. During a touch screen freeze or failure of the ui, the motor will continue to operate since the motor controller system is separate from the ui system. If the user had not disconnected the ui from the bu, the motor would have continued to run. The user disconnected the ui from the bu which caused the drive motor and pump to stop operating. The motor and pump stop do not appear to have been caused by a device malfunction or anomaly. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.